Manufacturer narrative:
Device history review: part: 04.617.137s, lot: 1l21211. Manufacturing site: (B)(4). Release to warehouse date: 06.sep.2018. Expiry date: 01.aug.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. (B)(4). Investigation summary: returned items has been received not in original packaging. Information etched match to complaint system and DHR. The final product 04.617.137s/ lot 1l21211 is manufactured assembling: a titanium plate (B)(4) produced in (B)(4). A peek spacer ( (B)(4) / lot 959056) produced in (B)(4). The involved item has been returned disassembled in its components in agreement with the complaint description. Both components have been investigated and no visual defect manufacturing related have been identified. The functionality has been checked verifying that the two components can be easily and correctly reassembled by hand after the inspection: this indicates the absence of a functionality failure. The returned item has been manufactured and then released in september 2018 according drawing referred above. No nonconformances or document change have been identified which may be related to the complaint condition. The returned parts were reinspected for all the features pertinent to the complaint condition. The relevant features for both the plate and the spacer were in specification. The two components can be easily and correctly reassembled by hand after the inspection: this indicates the absence of a functionality failure. Neither dimensional issue nor assembling issues were found. As per selected investigation flow from w-m-s080 appendix a, the investigations performed didn't identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an anterior cervical discectomy and fusion surgery at c5-c6 level to stabilize an anterior vertebrae, a zero-p peek optima spacer implant broke while inserting into the patient's body wherein the plate and cage got separated. Thus, the surgeon did not use the implant and an autograft was used instead. There was a surgical delay of 60 minutes. The surgery was completed with no adverse consequence to the patient. The patient was stable. This is report 1 of 1 for (B)(4).